Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # = ped2-500-16 the pipeline flex with shield technology device will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per our instructions for use (IFU): "begin to deliver the device using a combination of unsheathing the pipeline flex with shield technology embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex with shield technology has successfully expanded, deploy the remainder of the device. Carefully inspect the deployed pipeline flex with shield technology embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Re-sheathing the pipeline flex with shield technology embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open in the middle/distal sections. As a result the device was pulled out, d iscarded, and replaced with a p64 device. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm in the carotid artery segment t6/t7 with a max diameter of 7mm and a neck diameter of 5mm. The vessel was observed moderately tortuous. The pipeline was not placed in a bend, more than 50% of the device had been deployed when it failed to open, and more than 2 resheathing attempts were made. Removal was completed with a snare/retrieval device. There were no related patient symptoms.